Manufacturer narrative:
Investigation results: visual inspection a deformation of the out:ER housing of dsv value was observed through the visual inspection. The visual inspection has revealed that the housing cover on the outlet of the value was no longer properly pressed into the housing. Burst pressure test: before measuring the bursting pressure the cover was again completely pressed in. As a result, we were able to carry out a measurement of the burst pressure by using a manometer. Thereby it is checked how much pressure has to be exerted on the valve until the cover detaches from the housing. The iso standard 7197 for shunts requires a minimum resistance for shunt compartments of 2m water column. In our test the housing cover only came loose at a value of 4 bar. This means that our valve reached 20 times the required value. Results: first, we performed a visual inspection of the dsv. A deformation of the outer housing of the dsv value was observed through the visual inspection. It was clearly visible on the valve that the housing cover had lifted off the housing. Since the valve sent in is a valve with a fixed pressure stage, an adjustment test, the break force and break function test are not applicable. In order to check whether deposits inside the dsv valve could have impaired its function, we dismantled the valve. Inside the valve we have found a build-up of substance (likely protein). Which would explain the blockage of the valve. In the last step of investigation, we pressed the cover back onto the housing in order to measure the bursting pressure. Based on the investigation, it can be stated: the bursting pressure required by the standard was met with a 20-fold safety. Retrospectively, it is not possible to analyze how such a high-pressure situation occurred at the valve. Physiologically such high pressures are hardly conceivable. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a unknown mitheke value was implanted during a procedure performed on (B)(6) 2003. According to the complainant, the valve was believed to have a leaking. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.